Event description:
It was reported that the device displayed corrective action characteristics upon device interrogation. Therefore the device was reset successfully with new software and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.